Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event that the system controller was operating in backup mode was confirmed during analysis. The white power lead was found to have a compromised brown (battery fuel gauge line) and orange (rs 232 xmit-line) inner conductors at the connector end. Movement of the white power lead at the connector end can cause the broken brown conductor to short to the shield/ground which would result in a system interruption and a red heart alarm respectively when the controller is connected to the power module. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced numerous alarms on his system controller and "replace system controller" was displayed on the monitor. The system controller was exchanged and the issue was resolved. The patient remains ongoing.